Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2017. After day 5 of sensor insertion, the patient started to feel itchiness at the sensor site around the sensor patch adhesive. The patient's mother took the sensor off and there were red bumps underneath the sensor adhesive patch. The skin was also peeling off around the edges of the adhesive. On (B)(6) 2017, the patient's doctor prescribed ointment to treat the affected area. The name of the ointment is unknown. At the time of contact, the patient was doing well. No additional patient information is available. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. The sensor used was an expired sensor. Labeling indicates: do not insert sensors past the expiration date. The expiration date format is yyyy-mm-dd. Insert sensors on or before the end of the calendar day printed on the sensor package label.